Event description:
It was reported that balloon rupture occurred. The chronic totally occluded stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 7.0 x 100, 135cm mustang balloon catheter was advanced for dilation. However, during the inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries were reported.